Event description:
The pt received her scs system, including a surgical lead, on (B)(6) 2011 for neck, shoulder and upper back pain. Postoperative, the pt was complaining of painful stimulation in her hands. No stimulation was felt in the desired areas. The physician disabled the stimulation for the night, allowing for the pt to rest. The next day, the pt's hands were very swollen. According to the pt, the stimulation had not changed and was still painful. F/u on the pt found she is working with her implanting physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.